Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. The patient was treated with injection vancomycin (2g, for 14 days, frequency and route not reported) for peritonitis. The patient did not require hospitalization for the event. The action taken with the dianeal therapy was not reported. The patient outcome was unknown. No additional information is available.